Manufacturer narrative:
Initial and final MDR 1886149 - device 4 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient's infusion set was leaking at tubing on (B)(6) 2024 (three events) and (B)(6) 2024 to (B)(6) 2024 (seven events). The issue occurred with ten simiar types of infusion sets used for couple of hours. No further information available.